Event description:
It was reported that the patient's lead was migrated and needed to be taken out "before it takes out his legs, causing paralysis." The patient was heading for the hospital. The patient's device hadn't worked for over 1.5 year. It was noted that the lead wire was coiled in a loop and poking out just under the skin. The device was causing his legs to not respond. It was also noted that the patient's penis was hard for the last 3 days. The patient's urinary symptom was under control. The patient was on flomax and ditropan xl. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that this event did not happen - there was no migration on CT or x-ray, but the patient insisted on removal of the device. The cause of the event was unknown. There were no abnormal impedances. X-ray and CT scan were done on 2012 (B)(6) and were normal. Leg weakness and pain at the lead site were reported. The patient was admitted to "(B)(6)" with issues of leg weakness. Suspect behavioral/ functional/psychiatric issue, unrelated to device. Though the patient was not satisfied without results and was unable to get authorization from work compensation for explant. The ins and lead were removed. The patient outcome was non serious injury/illness.

Manufacturer narrative:
Product ID 3093-28, lot# v573248, serial# implanted: 2010 (B)(6), explanted: product ID 3037, lot# serial# (B)(4), implanted: explanted. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.